Event description:
It was reported the device was "not delivering". The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Heart lead flex is out of electrical specification (ventricle side has a shorted diode). Upper and lower cases are broken. Ring cover and two side bail covers are broken. Battery release and battery drawer are contaminated. Battery contacts are compressed. One side bail is missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.